Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 303 and blood glucose was 504 mg/dl. Customer reported that previous cannula was bent and only lasted two days due to change sensor alert. Customer was advised that sensor would be replaced.